Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing end cap sticker and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose at 530 mg/dl the day before; she treated with manual injection. She also reported that the insulin pump is broken near the reservoir compartment and a piece broke off. Customer's blood glucose at the time of the incident is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.